Manufacturer narrative:
Evaluation summary. Note: the following information is considered to be confidential. A visual examination was performed on the returned product. Distal end: the polished surface is believed on the top edge of the fiber. Proximal end: the fiber is protruding 0.0015 inches from the proximal end of the sma connector. The optical sleeve has a small chip in the ID. The fiber is broken and separated 6 inches from the proximal end, next to the white tubing. At the break point, the buffer appears flared, no evidence of burning/melting. Possible cause(s): fiber broken near connector end of device, just distal to strain relief, due to apparent torsional stress applied to fiber when not lasing.

Event description:
The distributor reported to trimedyne on 9/5/2007 that the product was being returned for evaluation with "unknown" as the reported problem. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the returned product (on 10/24/2007) revealed the problem to be reportable.